Event description:
Clarification of event: the hv lead impedance measurement was low, and out of range and not absent as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during normal device check extended charge time a no high voltage impedance measurements were observed. The device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
The reported field events of low hv lead impedance and extended charge time were confirmed in the laboratory via review of the programmer printouts. Bench testing indicated that the cause of the events was a damaged hv output circuit. The cause of the output circuit damage could not be determined.